Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause is unknown. Labeling review: g2/g2 express/g2x/ eclipse/ meridian/denali: the current IFU (instructions for use) states: warnings: note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Detachment of components. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Deep vein thrombosis; caval thrombosis/occlusion; extravasation of contrast material at time of venacavogram; air embolism; hematoma or nerve injury at the puncture site or subsequent retrieval site; hemorrhage; restriction of blood flow; occlusion of small vessels; distal embolization; infection; intimal tear; stenosis at implant site; failure of filter expansion/incomplete expansion; insertion site thrombosis; filter malposition; vessel injury; arteriovenous fistula; back or abdominal pain; filter tilt; hemothorax; organ injury; phlegmasia cerulea dolens; pneumothorax postphlebitic syndrome; stroke; thrombophlebitis; venous ulceration; blood loss; guidewire entrapment; pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 14 months post vena cava filter deployment, an attempt to retrieve a vena cava filter was unsuccessful. Approximately 17 months post vena cava filter deployment, allegedly the patient died as result of injuries suffered from the filter. However, no other pertinent patient or medical information was provided leading up to or surrounding the events reported, or what may or may not have caused or contributed to the patient's death. No specific device malfunction(s) was reported that may or may not have caused or contributed to the patient's death.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately fourteen months post vena cava filter deployment, an attempt to retrieve a vena cava filter was unsuccessful. Approximately one year and four months post filter deployment, the patient expired.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eleven months of post deployment, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. Using a gooseneck snare multiple unsuccessful attempts were made to engage the filter hook. Additional attempts were made with the 11-french sheath which were also unsuccessful. The hemostasis was obtained with manual pressure. Around, two months and two weeks later, the patient complaints of chest pain, a computed tomography angio (cta) chest with contrast was performed and it revealed portable chronic pulmonary emboli bilaterally. However, superimposed acute embolus within left upper lobe anterior proximal segmental branch could be present. Around, three months later, the patient reportedly expired. The death certificate was provided, and the cause of death was cardiopulmonary arrest with unknown etiology. Therefore, the investigation is confirmed for retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient with history of recurrent chest pain and shortness of breath was scheduled for cardiac catheterization which demonstrated severe pulmonary hypertension. One day post cardiac catheterization, the patient with pre-op diagnosis of deep vein thrombosis and pulmonary embolism underwent inferior vena cava filter placement. Approximately one year four months post filter deployment, the patient expired with an immediate cause of death listed on the certificate of death as cardiopulmonary arrest due to an unknown etiology. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 14 months post vena cava filter deployment, an attempt to retrieve a vena cava filter was unsuccessful. Approximately 17 months post vena cava filter deployment, allegedly the patient died as result of injuries suffered from the filter. However, no other pertinent patient or medical information was provided leading up to or surrounding the events reported, or what may or may not have caused or contributed to the patient's death. No specific device malfunction(s) was reported that may or may not have caused or contributed to the patient's death. New information received: it was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter could not be retrieved during a percutaneous removal procedure. Approximately one year four months post filter deployment, the patient expired.